Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer found broken retractor band, bad rail and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open and close.the customer stated that the malfunction prevented the user from issuing medication for a patient. However, there was no delay in patient care or patient harm reported. There were no adverse events or injuries reported based on this event.